Event description:
This is a case, which was reported to baxter in 2008 by the distributor of this product on behalf of the customer. The customer reported that 2 cryocyte freezing containers, storing hematopoietic stem cells collected through apheresis, were discovered to have multiple cracks emanating from one side of each bag, going half way up the bag. This was discovered after freezing. The volume stored in the bags was 97 ml. Per the customer's freezing, thawing, and storage protocol. After the cracks were discovered, the contents of one bag were thawed in a clean room. The cells were then transferred to another bag (baxter 600 ml transfer bag). The contents of the other bag were stored as backup. Sterility testing was completed and the results showed gram-positive cocci. It is unknown at this time if antibiotics were given to the patient due to this incident. Furthermore, engraftment results are pending. The customer is not aware of any damage or deviation from standard procedure that may have occurred to the bag during filling, freezing, storage, transport, or thawing. The customer indicated that neither bag was dropped, but both bags seemed to have suffered thermal shock. In addition, the customer reported that there been no recent changes in protocols, critical equipment/supplies or personnel.

Manufacturer narrative:
A follow-up report will be submitted with any additional information received and evaluation results when this is completed.